Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched. Fse reverified alignments to tube and dilution well and adjusted accordingly. The g8 analyzer was functioning as intended and the issue cleared. No further action required by field service. The probable cause of the event was misalignment of the sample probe. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported that the g8 analyzer sample probe was bent. The customer reported that the probe missed the tube, then bent. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.